Manufacturer narrative:
B2, b3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled "seeing double transcatheter mitral valve repair complicated by double membrane atrial septum¿ the device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported perforation (atrial septal defects) was due to challenging anatomy (friable tissue at the double-membrane portion of septum). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article is a retrospective study designed to evaluate a patient that has undergone mitral valve transcatheter edge-to-edge repair (m-teer) with a double membrane atrial septum. The complication identified in the study included an atrial septal defect (asd) that required closure with an asd closure device. It was identified in the study that the requirement for intervention was due to the transseptal puncture needle having to come into contact with the friable double membrane of the septum. In conclusion, the double membrane atrial septum should be avoided as a site of access if possible. However, if it is inadvertently or deliberately traversed percutaneous closure may be considered. Details are listed in the attached article titled, "seeing double transcatheter mitral valve repair complicated by double membrane atrial septum".